Event description:
It was reported that t:slim x2 pump battery did not charge, power source alert occurred, and pump shut down but issue had resolved before contact with technical support after customer changed charging supplies. There was no adverse impact to the customer's blood glucose level. Customer used non-tandem charging supplies to restore charging, was advised that alternate charging supplies were not recommended except for troubleshooting, was informed that insulin on board, maximum hourly bolus, and cgm sessions would reset after shutdown, and was instructed to monitor and call back if problem persisted, while replacement tandem wall adapter and charging cable were sent by technical support.